Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a single thoracoscopic lung operation, fired with a gold reload on third firing, fired with green reload on fourth firing, all with some irregular shapes. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.